Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the pump be received for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional info becomes available.

Event description:
The facility representative reported a pump that was set to deliver 150ml of amiodarone over a period of 4 1/2 hours to a (B)(6) female pt, and instead infused approx 230ml over 4 1/2 hours. The device was reported to have the (B)(4) software upgrade. The pt was reported to have experienced nausea after the infusion. It is unk what medical intervention, if any, was administered for the pt's nausea. No other info is available.